Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a slightly low blood glucose (bg) level (63 mg/dl) after delivering a bolus for dinner. The customer consumed carbohydrates to address bg level. The suspected cause of the low bg level was over-bolusing for the dinner meal.